Event description:
The customer reported to olympus the evis exera iii video system center power switch could not be turned off. The device was returned for evaluation. During the device evaluation, a failed printed circuit board and power switch was found which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the video connector latch was worn out and no image was produced with the 180 series of scopes due to the faulty board set. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the issue occurred prior to an unspecified procedure. No error messages were observed due to the failure; the only was that the button was stuck in one position. No delay, the intended procedure was successfully completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h4, h6. Corrected fields: e2, e3, g2, h6 (component code and medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely no image was displayed with 180 scopes due to faulty patient board set. Olympus will continue to monitor field performance for this device.